Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received. 2 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. 1 event had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 3 previously reported events are included in this follow-up record. Product return status: 3 devices were received.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. 1 event had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.